Event description:
During surgery to repair an aortic coarctation, air was reportedly inadvertently infused into the pt along with blood salvaged during the procedure. The pt is now partially paralyzed.